Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for a pump reset and guided the caller through the process. After the reset, the error code did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.